Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #¿s 3005099803-2014-03150 and 3005099803-2014-03151. It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when attempting to perform a sphincterotomy, the device failed to cut and it was noted that the device did not bend properly. Another ultratome xl was used, however, the same issue occurred. Reportedly, the device¿s electrical functionality was tested with two different cautery machines during the procedure. The procedure was completed with a different device and the same non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.